Event description:
It was reported that during an unspecified procedure, the rigid video scope had blue streaks appear on the monitor in flashes and a problem with the camera's right eye. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the r-unit is broken and therefore the image is partially blue. Based on the results of the investigation, the reported issue was confirmed and attributed to broken r-unit. The root cause of the broken r-unit cannot be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the rigid video scope had blue streaks appear on the monitor in flashes and a problem with the camera's right eye. There were no reports of patient harm.